Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient stated that she and her (B)(6) were playing, and the child accidentally kicked her at the pump site. The patient stated the pump had been shifted sideways since that time. The patient said it occurred a few weeks ago, but did not remember exactly when. The patient did not report any symptoms other than the device was sideways and sticking out differently. The patient stated that it was uncomfortable the way that the device turned. The representative was unsure if manual manipulation was done in the office. The patient stated that the provider tried to push on it in the office; the representative indicated that was all that was reported the day of surgery. The physician opened the pocket during surgery and cleaned the pocket. The physician added a mesh pouch and then re-sutured the pump into the pocket. The physician made sure that the catheter was still securely connected to the pump. The representative reported that when they asked if the physician wanted to check the patency, the physician said no. The physician said that there had been no issues with therapy delivery at that point. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.